Event description:
Consumer reported complaint for dead meter. Customer advised that she feels that her blood glucose is low, but was unable to provide a description of how she is feeling and the symptoms that she is having why she feels that her blood glucose is low. Medical attention was not needed at the time of the call. Troubleshooting performed with the customer and the meter is not responsive when the strip is inserted and when the button is pressed.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor to obtain different brand meter as she believes the true metrix go is not reliable. Meter and test strips were not returned for evaluation. Added most likely underlying root cause onto case as the complaint product was not returned for investigation. Most likely underlying root cause: mlc-041: dead battery. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the customer's condition had improved - able to establish contact with customer who stated she did not currently have any symptoms. Customer advised that she went to her doctor's office to get a new meter yesterday and she was given a different brand of meter because she feels that the true metrix go meter is not reliable. Note 2: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated that she no longer wants the meter and that the order should be cancelled (already shipped). Note 3: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to advise that the products that were shipped to her were returned as undeliverable. Customer advised that she refused and sent it back, as she is no longer using.

Manufacturer narrative:
Sections with additional information as of 11-jan-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.